Manufacturer narrative:
In response to FDA report number mw5088779.

Event description:
Patient additionally reported "deflated and had adhesions."

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "contracture." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "I had previous textured ones placed in 1996, as well, that had a contracture that was removed." Left side.